Manufacturer narrative:
(B)(4). Returned empty the analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The firing issues reported could have been cause by the device being empty and locked. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cystic artery procedure, the clips ejected inside the patient's body. As the fallen clips were retrieved, no clips remained inside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.